Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had experienced dissatisfaction with the position of the ipg. As a result, surgery occurred to explant the system at an unknown date.